Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 112 mg/dl. The customer stated that, prior to the alarm occurring, her belt clip had broken, so she kept the insulin pump in her sports bra to hold it in place while at the gym. The alarm was not cleared after a battery replacement nor cleaning the battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.